Event description:
The pt (B)(6) received her scs system, including four percutaneous leads (from the same lot), on (B)(6) 2011. The pt complained that one of her leads located at left t3-t4 was causing her discomfort when stimulation was turned up. The pt was allegedly reprogrammed to limit stimulation to this area, and the physician was notified of the issue. The physician stated that the lead will likely be revised. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.